Event description:
The device was returned due to sensor hardware failure (set ID sensor). Log files indicate sensor hardware failure (set ID sensor). Performed set ID admin test and unit failed. Fva pins have excessive debris and rear cover o ring not seated properly. Set ID, fva lip seals, and rear cover o ring will be removed and replaced during repair process. No other damage found.

Event description:
The following has been reported: biomed reported: "doesn't recognize cassette". A preliminary review of the logs identified the following issue: sensor hardware failure (set ID sensor). Unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.